Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective coaxial cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is not expected to be returned to an olympus service center for further evaluation and testing. A olympus field service engineer (fse) uncovered upon initially powering on the olympus procedure cart and viewing monitor, the display began to flicker intermittently when the cart was being moved around. Was able to reproduce the flickering by slightly moving the video cable connecting the olympus cv-190 video processor to the video cable coming out of the wall behind the cart. Replaced the existing video cable, that is suspected to be faulty, with an olympus provided hd/sdi rg-6 bnc cable temporarily until customer orders and receives all new cables to replace existing coax video cables for all procedure rooms. Proceeded to inspect all cabling connections and checked for proper grounding of the devices on the cart. Found that a ground loop cable was not connected to the erbe's vio and apc units as it is in the other rooms. The short ground cable was located and connected to the erbe unit. Separated the power sources of the erbe unit and the olympus video electronics to limit any potential radio frequency interference. The erbe was then connected directly into the power outlet on the wall behind the cart and the power cord for the cart to was moved to a completely separate power circuit on an adjacent wall. In order to recreate the scenario for troubleshooting purposes, a sample of chicken breast was used to simulate a live patient. The coag function was activated many times at different output levels but the phenomenon was not observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified procedure, a loss of video image intermittently, but not consistently on different days, when using the erbe electrosurgical generator with a evis exera iii video system center. There were no reports of patient harm associated with this event. This is report #1 of 3 due to multiple events reported. Reference report patient identifiers (B)(6) and (B)(6) for additional events reported.